Manufacturer narrative:
It was reported that the patient underwent a left inguinal hernia procedure on (B)(6) 2009 and mesh was implanted due to left inguinal hernia. It was reported that the patient underwent an exploratory laparotomy on (B)(6) 2014 concurrently with release of adhesions due to left lower abdominal wall pain and adhesions. It was reported that the patient underwent left groin exploration with removal of old mesh(questionably infected) and repair of left inguinal hernia using mesh prosthesis (atrium mesh and prolite mesh were used) on (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that a patient underwent a left inguinal hernia repair procedure in (B)(6) 2009 and mesh was implanted. The patient experienced pain and has undergone additional surgeries and revisionary procedures, including a repair of the peritoneum in (B)(6) 2011. The patient continued to experience pain and problems. In (B)(6) 2014, the patient underwent procedures where it was noted the mesh was intertwined in "wads" and infected. The surgeon excised as much mesh was possible. No additional information is provided at this time.